Event description:
A report was received on 11 aug 2022 from the critical care staff nurse of a patient with unspecified pathology, who stated the venous connector came loose at the beginning of a hemodialysis treatment on (B)(6) 2022. Additional information was received on (B)(6) 2022 from the nurse who stated the patient did not experience any symptoms and no medical intervention was required. Following the event the patient continues to treat using the nxstage system.

Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet".